Event description:
During an embolectomy, it ws noted that the balloon was broken after it was removed from the vessel by the surgeon. He took a new catheter and continued to clear the vessel until all the return was clear. Physician stated he believed vessel was clear. Pt stable.